Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin at home transmission non-sustained lead noise due to post paced t wave oversensing on ventricular channel was observed. Patient was asymptomatic. Suggested programming changes were made.